Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular noise was observed on the stored egms. The ventricular lead was programmed to zero volts and the patient will be monitored.